Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use the fortrex catheter. It was reported the balloon ruptured during an av shunto gram causing the distal balloon catheter and part of the balloon becoming stuck in the wall of the av graft. The physician caged the balloon fragment between the shunt and the graft wall using a covered stent. The procedure was continued with completion of the graft declot with normal appearance of av graft